Event description:
Customer reported a regulator failure error code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the hard drive, generator interface pcb, and fluoro functions pcb. System operates as intended.